Manufacturer narrative:
The patient felt pain during an insulin injection. Production review showed no abnormalities or deviations from the validated manufacturing process for the main batch. The needle tip from the cannula is to 100% controlled before the inner protective cap is fitted. No device problem found.

Event description:
The patient felt pain during an insulin injection.